Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he was seeing ghost-like shadows in bright lights, almost like a double image. He also reported experiencing glare when watching television. The consumer reported he was concerned because he relies on his left eye due to his right eye having a retinal branch occlusion and that he had limited vision from that eye. The consumer reported his symptoms began the day following his iol implant surgery. He reported that his surgeon had prescribed glasses which cleared the vision some and made the shadows almost disappear. The consumer reported he is still not happy because he can see a slight shadow above and to the right of the lights. The consumer reported having a history of lung cancer. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/17/2010, 09/20/2010, 09/22/2010, 09/24/2010, and 09/27/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).